Event description:
The facility's biomedical engineering department reported that a pump failed during patient use. The pump was reported to be infusing "calcium IV pb" at a rate of 100ml/hr to a medical intensive care unit patient. "Half of the infusion was in when the pump alarmed 'failure'". The clinician attempted to unload and load the tubing manually, but "after several attempts, tube would not load". The pump was removed from use. According to the facility's risk management department, no adverse outcome has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis and status, or set up of the pump.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the event history was reviewed. The review of the event history revealed a failure code 810:04 had occurred on the reported event day of 2004. During inspection of the device, the air-in-line printer was found to be out of calibration causing the failure code 810:04.